Event description:
It was reported the battery was "cutting on and off by itself." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3708340 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID 37752 lot# serial# (B)(4), implanted: 2006 (B)(6), product type recharger product ID 37742 lot# serial# (B)(4), product type programmer, patient product ID 37742 lot# serial# (B)(4), product type programmer, patient product ID 3487a lot# unknown, implanted: 1996 (B)(6), product type lead product ID 3487a lot# unknown, implanted: 1996 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).